Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
After 1st surgery for specified implant tkr in 2014, implant broke again on (B)(6) 2016 . 2nd revision surgery done (B)(6) 2016.